Event description:
It was reported that the 9900 system had an intermittent collimator iris potentiometer error and the left monitor would not display. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera cable was repaired. The high voltage cable and collimator were replaced and the beam aligned during the service call. The system was tested and found to be working as intended and put back into service.